Event description:
Pt was on an airplane and took a prescribed amount of insulin using her medtronic/minimed insulin pump. The insulin pump had approximately 80 units left in the reservoir. The pt ate and fell asleep. She never woke up. The paramedics treated her and sent her to a local hospital. Wen she was aware and looked at the suspended pump it had no insulin in it. It went back to medtronic where it was found to be faulty - they are still investigating. It appears that the bolus she took accidentally infused all 80 units. Dates of use: 2008 - 2009. Diagnosis or reason for use: type 1 diabetes mellitus.